Event description:
The pt reportedly developed a purulent infection of the skin flap and the surgical cavity. The pt's surgeon attempted to suture the wound on (B)(6) 2009, and subsequently on (B)(6) 2009. The pt was treated with claforan. The pt's device was explanted. The pt's infection resolved after device explantation. There are no plans for reimplantation at this time.